Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the event date including day, month, and year were not reported. The device lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. (B)(4). Conclusion: the healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke; when the thrombus was removed, bleeding was noted. Additional information was received stating that coil embolization was performed to treat the hemorrhagic event. The patient is reported to be in stable condition. The physician commented that the ¿relevance to adverse event was not confirmed.¿ based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy and/or intravenous thrombolytic drug treatment for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors, including the severity of the index stroke, may have contributed to the event with no indication of a device deficiency. There was no report of any vessel trauma associated with the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke; when the thrombus was removed, bleeding was noted. Additional information was received stating that coil embolization was performed to treat the hemorrhagic event. The patient is reported to be in stable condition. The physician commented that the ¿relevance to adverse event was not confirmed.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/5/2020. E.1: initial reporter phone:(B)(6). The initial reporter email address is not available / reported. [Additional event information]: the healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / 19d099av) was used during a mechanical thrombectomy procedure to treat an acute ischemic stroke; when the thrombus was removed, bleeding was noted. Additional information was received stating that coil embolization was performed to treat the hemorrhagic event. The patient is reported to be in stable condition. The physician commented that the ¿relevance to adverse event was not confirmed.¿ a review of the device history record (DHR) associated with this lot (19d099av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.